Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor fell off after 2 days of wear. The customer experienced symptoms of shaking, loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered glucose injection as treatment. There was no report of death or permanent impairment associated with this event.